Manufacturer narrative:
H3, h6: the device was not returned for evaluation, however, previous complaints were received and investigated for this part number, in which the reported failure mode was confirmed. A visual inspection of the provided image indicates that the handpiece contained in the bag exhibits a smaller angle than the one depicted on the shipping box label. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. This event was investigated, and the root cause was established to be a human error and insufficient line clearance at the packaging station. In order to prevent the recurrence of these errors, appropriate changes will be implemented at manufacture. At this time, we have reason to suspect that the product failed to meet the product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the associated batch record showed that this batch passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A review of complaint history revealed 1 similar event for the listed product for the timeframe. A review concluded that there are no prior escalated actions related to this part number and failure mode. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review identified no other complaints relating to labeling issues. Based on the probability rating and there being no associated harm, risk rating is ¿low¿. This is considered as acceptable (no impact to the risk file ratings). With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include mix up during storage or set up before procedure, or manufacturing discrepancy during labeling. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during debridement, upon connecting the handpiece to the device and activating the footswitch, it was noticed that the depth of debridement on the skin was deeper than usual. Upon inspecting the handpiece, it was discovered that the angles differed from those of the standard handpiece used (45 degrees x 14mm). Upon checking of the packaging box, labeled for the size as per the product order, a versajet exact assy, 45 degrees x 14mm, it was discovered that the device included was actually a versajet exact assy, 15 degrees x 14mm. The procedure resumed, without any delay, using a s+n back-up handpiece with the usual size (45 degrees x 14mm). No injury was reported as a consequence of this issue.